Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient lost function in their legs due to a hematoma. The physician removed the hematoma and temporarily moved the device out of the epidural space. The patient is recovering and the physician plans to move the device back after the patient is fully recovered.